Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was not hospitalized but was treated with IV antibiotics. The device was explanted and the patient was discharged. Follow up report indicated that the patient is recovering and is looking forward to reimplant once the infection is cleared.